Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation"), insomnia ("insomnia"), alopecia ("hair loss"), lacrimation increased ("watering eyes"), fatigue ("fatigue"), renal failure ("kidney failure") and fungal infection ("continuous mycosis"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, insomnia, alopecia, lacrimation increased, fatigue, renal failure and fungal infection outcome was unknown. The reporter provided no causality assessment for alopecia, fatigue, fungal infection, insomnia, lacrimation increased, menorrhagia, pelvic pain and renal failure with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation"), insomnia ("insomnia"), alopecia ("hair loss"), lacrimation increased ("watering eyes"), fatigue ("fatigue"), renal failure ("kidney failure") and fungal infection ("continuous mycosis"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, insomnia, alopecia, lacrimation increased, fatigue, renal failure and fungal infection outcome was unknown. The reporter provided no causality assessment for alopecia, fatigue, fungal infection, insomnia, lacrimation increased, menorrhagia, pelvic pain and renal failure with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.